Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they had a faulty unit that was taken out a year and a half ago that was approximately put in 2 years ago (ps understood this as intellis implant); pt experienced pocket pain ever since they were implanted with the most recent unit. Pt stated a new battery and wires were put in and pt noted they had a lot of scar tissue. Pt noted once they got home they got in contact with somebody to help them with what they needed to do. Pt was suggested to have their implant taken out. Pt also stated when they put the new wires in they didn't put it in the right place so pt got electrical shocks in their heart and called the surgical center to ask how to turn their therapy off (reported in (B)(4)). Pt had horrible pain on the good side of their back because of where the implant was placed and pt didn't know why but it hurt. Pt stated it had gotten so bad that they were in a shelter and they could hardly walk. The patient was redirected to their healthcare provider to further address the issue. Pt also stated they had their previous implant for 15 years (ps understood this as restore implant) and pt had no issues for 15 years. Pt noted the implant and wires were removed from their previous device and pt had no problems with the previous unit and it worked fine.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead product ID neu_ins_stimulator lot# serial# unknown product type implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.